Manufacturer narrative:
The reagent lot number was 744185. The expiration date was not provided. It was noted that the customer's qc had been in range. The investigation reviewed the system's alarm trace and no abnormalities were found. The field service representative found the issue had been caused by old reagent probes and reaction cells. The customer replaced the reagent probes, sample probes, and reaction cells. The customer performed a cell blank measurement and a precision test with acceptable results. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable calcium gen. 2 results for 2 patient samples on a cobas 8000 c 702 module. Sample 1: the initial result was 5.6 mg/dl. The repeated result was 7.9 mg/dl. Sample 2: the initial result was 5.8 mg/dl. The repeated result was 9.2 mg/dl. The repeated results were obtained using another analyzer. The samples were repeated due to the initial results being marked as critical. The results were reported outside of the laboratory, and a corrected report was sent. The repeated results were believed to be correct.